Event description:
It was reported that this left ventricular (lv) exhibited high impedance issues and loss of capture (loc). The patient experienced muscle stimulation. It was confirmed that the lead was fractured. This lv lead was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.